Event description:
It was reported that, the large clip applier instrument mechanism is hard to close.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.